Manufacturer narrative:
(B)(4).

Event description:
It was reported "manta closure complication that led to physician having to perform a surgical cutdown to complete closure. I was present at the case and there was a complete occlusion of the vessel post-angio that needed fixed. Hemostasis was achieved in 1 minute but that was also due to occlusion. Surgical cutdown was needed to complete hemostasis and blood flow. The patient's current condtion is reported as "fine".

Manufacturer narrative:
(B)(4). No product evaluation could be completed as a product was not returned for investigation. A manufacturing record review could not be completed as there was no lot number provided. Case details were reviewed. Post tavr manta closure complication that led to physician having to perform a surgical cutdown to complete closure. No other information was provided. The root cause of manta's unable to deploy properly, requiring surgical intervention, cannot be determined due to the insufficient information submitted for investigative purposes. The manta instructions for use lists potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. The der process will continue to monitor for similar events.

Event description:
It was reported "manta closure complication that led to physician having to perform a surgical cutdown to complete closure. I was present at the case and there was a complete occlusion of the vessel post-angio that needed fixed. Hemostasis was achieved in 1 minute but that was also due to occlusion. Surgical cutdown was needed to complete hemostasis and blood flow. The patient's current condition is reported as "fine".